Event description:
The patient reported exposed and frayed wires of the power supply box. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One power supply model cm1110 in reference to cardiomems patient electronic system was received for evaluation. Visual inspection verified the power supply was frayed, and wires were exposed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.